Event description:
During attempted implant, the right atrial (ra) lead was dislodged. A different lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with all four tines were intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any other anomalies except for procedural damage.